Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes one tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: bd received 354 samples for investigation. The expiry date of the lot number involved was 30th april 2024; therefore further testing could not be conducted on return samples or retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.